Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, insulation damage on the right ventricular lead was suspected. X-ray imaging was performed; however, no damage was observed. No intervention was performed, the patient was stable.